Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the ablation, the physician noticed that the sheath started back bleeding where it was connected to the flush line. The procedure was completed successfully with the same sheath. No patient complications were reported. The sheath has been received at boston scientific post market laboratory.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the ablation, the physician noticed that the sheath started back bleeding where it was connected to the flush line. The procedure was completed successfully with the same sheath. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.